Event description:
It was reported that in an attempt to remove a reflex hybrid cervical plate the surgeon was unsuccessful using all removal tools. Screws wouldn¿t disengage from the locking ring and one inner shaft of a removal driver was broke in the process. Surgeon had to drill plate in half to remove from patient¿s cervical spine.

Manufacturer narrative:
Method: not applicable. Results: there was no issue related to the reported event found with the reflex hybrid plate, so this is a concomitant product. An investigation was performed on the actual malfunctioning device and is reported under mfg # 0009617544-2014-00157. Conclusion: the device was identified as a concomitant device with no known issue.

Event description:
It was reported that in an attempt to remove a reflex hybrid cervical plate the surgeon was unsuccessful using all removal tools. Screws wouldn¿t disengage from the locking ring and one inner shaft of a removal driver was broke in the process. Surgeon had to drill plate in half to remove from patient¿s cervical spine.